Event description:
While doing surgery, the tip broke off in the pt's ear. The physician was able to retrieve broken part. Dr was using the house-paparella curelle to curelle the patient's ear when the end broke off. He retrieved the broken piece with forcepts. The pt did not require any medical or surgical intervention as a result of this incident.